Event description:
An impella 5.5 device was inserted surgically into the right subclavian artery in a 71-year-old male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient presented in scai stage e shock, and was on extracorporeal membrane oxygenation (ECMO), multiple inotropes and vasopressors and was ventilated for respiratory support prior to initiation of support. Five days post-implant, the patient was having neurological changes and found to have a catastrophic brain bleed. There was no intervention done due to the extent of the bleed. The patient was not a candidate for any escalation of care and was referred to organ donation. The patient expired on support. The impella 5.5 will be coded for stroke and conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the patient's underlying critical clinical condition.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary. Stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.